Event description:
Late 50¿s female with history of valvular atrial fibrillation and mitral stenosis. Procedure: right and left heart cath for status of mitral stenosis. When closing the procedure using the right femoral approach, the collagen did not deploy. Manual pressure applied, without known harm to the patient who was discharged the same day. Manufacturer response for vascade, vascade vcs (per site reporter). Will obtain.